Event description:
A caller reported an issue with their continuous glucose monitor displaying an error code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a complete pump reset, after which the error code did not reappear, allowing the caller to successfully start their sensor session.